Event description:
Reportedly the device was explanted after an implant duration of 164.23 months for unknown reasons. A similar device was implanted as a replacement. No further details were provided. The device was discarded and will be not returned for evaluation. This information was received on the replacement device implantation data card completed by the hospital or staff returned to implant patient registry.

Manufacturer narrative:
The DHR review has been started. This was determined reportable per edwards lifesciences procedures. Device not returned to manufacturer.

Manufacturer narrative:
On 08/26/2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. No additional information is available.